Event description:
A medtronic representative reported that, while in a cranial tumor resection procedure, and after draping, the surgeon alleged an inaccuracy. No specific measurement was provided, only approximated as ¿several millimeters¿. In trouble-shooting, it was found that prior to registration, the articulating arm had not been seated properly in the starburst adapter. After draping, the starburst fell into proper alignment, however, was loose. No checkpoints had been collected and the surgeon was unwilling to undrape and re-register. The surgeon opted to complete the procedure without the use of the navigation system. There was no delay in the procedure. There was no impact on patient outcome. The medtronic representative reviewed the reported issue with the surgeon, and made recommendations regarding how to properly seat the starburst adapter. Resolution confirmed. System performing as intended. No further action required.

Manufacturer narrative:
Patient weight not made available from the site. On 07/01/2015 probable cause determined likely that the articulating arm or patient reference moved. On 07/23/2015 a medtronic representative, following-up, reported the alleged inaccuracy was greater than 10 millimeters. No further issues have been reported.

Manufacturer narrative:
It was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on (B)(6) 2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿